Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following tubing placement, the patient experienced a distended abdomen, stoma site pain, and drainage. On 15 november 2023, the patient went to the hospital and underwent a CT scan of the abdomen which revealed no abnormal findings. On 16 november 2023, the patient fell and hit her head. The patient was taken to the hospital and a CT scan of the head and abdomen were performed with no abnormal findings. On 17 november 2023, the patient experienced abdominal pain and went to the hospital. It was reported that the patient experienced stoma site pus with no fever. The patient was admitted to the hospital and diagnosed with mrsa and prescribed two unknown antibiotics. On (B)(6) 2023, the patient was discharged from the hospital.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.